Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va11xb5, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient fell onto the device and the device was no longer functioning. It was indicated that after the patient fell, the stimulation felt like stabbing/painful. A company representative (rep) would be meeting with patient the next day to check the device. The issue was not resolved at time of the report. There was no surgical intervention occurred/planned. A day later, rep further reported that they met with the patient and 0 and 3 combination was not working. They changed the patients program to not be programmed on 0 and 3. The patient felt stimulation after reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.